Event description:
Customer reported unexpected negative antibody screen reactions on the echo. A patient sample results varied between positive and negative when tested three times within a week on the echo.

Manufacturer narrative:
Echo testing was performed with customer's returned patient sample (4+ icteric) using retention capture-r ready-screen (crrs) (3), lot r023. The sample was nonreactive in all testing. Manual testing was performed with the customer's sample, using retention capture-r ready-screen (3), lots r023 and r024. The sample exhibited weak reactivity with cell ii and was nonreactive (fuzzy buttons) with cells I and iii from crrs (3), lot r023. The sample exhibited strong reactivity with cell I, weak reactivity with cell ii, and was nonreactive with cell iii from crrs (3), lot r024. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen I, ii, and iii. Immuadd, lot 7g5513, was used as potentiator. Testing was performed at is, 15'rt, 15'37c, and iat. The sample was nonreactive with cell I in all testing. Sample exhibited +w reactivity at is, negative reactivity at 15'rt, negative reactivity at 15'37c, and +/- reactivity at iat with cell ii. With cell iii, sample exhibited 1+ reactivity at is, 2+s mixed-field reactivity at 15'rt, was nonreactive at 15'37, and exhibited +/- reactivity at iat. Reactivity of the c, e and s antigens were confirmed on crrs (3), lot r023. The event appears related to the nature of the sample.